Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia after the ilet insulin cartridge ran out overnight, resulting in no insulin delivery for several hours until a supply change was completed with assistance; the continuous glucose monitor (cgm) showed a highest reading of 251 mg/dl, and the infusion set was an inset at the stomach with an fl3+ cgm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with an improper or incorrect procedure related to supply management; the involved component was the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.